Manufacturer narrative:
(B)(4) date sent 6/23/2025 .b3: only event year known: 2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that since (B)(6) 2025 the device continuously runs while in open mode, when connected via direct connect to ft10 generator. To lesson the sound they put the unit in lap mode. To keep the unit from pulling air all the time they leave the red cap on the fluid trap to save the life of their filter. There were no patient adverse event.

Manufacturer narrative:
(B)(4) date sent: 7/25/2025. Investigation summary per service manual operational and diagnostic analysis confirmed the reported unit continuously runs while in open mode. The pcb assembly was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.